Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . The combination device video processor (otv-s190) was not returned for evaluation. Per service olympus repair center service business center (sorc sbc), service repair was not requested from the customer. No issue reported on the video processor. Device evaluation found the reported error "e218 scope error was not reproduced however, inspection found crack on video connector. The light guide connector found deformed. The adhesive (adhesive connection) found with a chip. Due to damage on forceps elevator (fe) lever(sp), bending section cannot be fixed firmly. The number of broken wire in bending tube blade exceeds the standard value. Furthermore, the following defects were identified during device inspection: scratch observed on grip, switch 1 (sw1), control unit, a-rubber (insertion section), light guide cover, video connector, video connector case. The scope connector label is peeling off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of error "e218 scope error " . The issue found in preparation for use, upon power on for a therapeutic an unspecified procedure. No pre inspection check performed on the device. According to the report, multiple occurrences of error e218 were observed. The device at the time of the event is being used with video processor otv-s190. The device was replaced. The intended procedure was completed using a similar device. No harm was reported. No patient harm, no user injury reported.